Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored multiple ventricular episodes that were recorded in may 2018. This was discovered now while reviewing device data for another matter. The episode with an available electrogram (egm) showed rapidly conducted atrial fibrillation (af). In one episode on may 13, 2018, inappropriate anti-tachycardia pacing (atp) was delivered, followed by eight inappropriate 41 joule shocks that exhausted therapy for that episode. Further review of the data showed that the therapy zones were reprogrammed, from 170/200 bpm to 180/210 bpm. It also appeared the clinic had successfully treated the patient's af, as there were no further atrial tachy response (atr) episodes stored. No adverse patient effects were reported due to the inappropriate device therapy and the device remains implanted and in service.